Manufacturer narrative:
Under further investigation, the patient's father learned the patient did not follow miradry's post procedure instructions and swam in a quarry shortly after treatment. The patient's father believes this attributed to the infection/abscess. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (50 worldwide incidents out of estimated 139,000+ procedures performed to date) is approximately 0.036% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient developed an abscess in the underarm 13 days post miradry treatment. On the following day, the abscess was drained and wicked by an ER physician. Antibiotics (bactrim and cefazolin) and ibuprofen were prescribed. Prior to the ER visit, the patient was prescribed another antibiotic, keflex 500 ml. The affected area was drained again 19 days post-treatment. The patient's parents, who are physicians, took a culture of the fluid (results not provided) and prescribed another antibiotic, ciprofloxacin. By 31 days post-treatment, the abscess was resolving.